Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the pinnacle rss902 was placed in the right femoral groin; upon engaging the hemostatic valve with the initial table wire, it was noticed that there was some bleeding around the valve; as the case progressed, the bleeding continued around the wire and around the diagnostic catheters; the sheath was eventually changed out for a longer 9 fr. Sheath to complete the intervention; blood loss was less than 250ml; the procedure was completed successfully; and the patient was reported as in stable condition.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00099 to provide the sample evaluation results. The actual device was not returned but an unopened unused sample from the reported product code/lot number combination was returned to the manufacturing facility for evaluation. A visual examination of the sample confirmed there were no visual defects. Leakage testing revealed no leakage of the device. An evaluation of the retention samples from the reported part/lot# combination as well as the surrounding lots manufactured was conducted. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Based on the investigation results the sealed returned sample and retention samples were revealed to be normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00099 to provide the sample evaluation results.